Manufacturer narrative:
H6: investigation summary it was reported the needle detached and stuck in the infusion bag. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a large syringe with a needle hub connected to it and the needle missing. There is also a needle inserted into a device. No other information can be obtained from the photo. A device history record review was completed for provided material number 305197, lot 1335574. The review did not reveal any detected quality issue during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 16 g the needle pulled out. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: needle detached from the luer lock needle still stuck in the infusion bag happened 2 times in the pharmacy: 04/18 and additional unknown date. Nurses may also have experienced this issue. Possible lot #1335574 packaging was discarded customer noted on the photo there appears to possibly not be enough glue to attach the needle to the luer lock.

Event description:
It was reported while using bd® needle 1 in. Single use, sterile, 16 g the needle pulled out. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: needle detached from the luer lock needle still stuck in the infusion bag happened 2 times in the pharmacy: 04/18 and additional unknown date. Nurses may also have experienced this issue. Possible lot #1335574 packaging was discarded customer noted on the photo there appears to possibly not be enough glue to attach the needle to the luer lock.

Manufacturer narrative:
H.6. Investigation summary: it was reported the needle detached and stuck in the infusion bag. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a large syringe with a needle hub connected to it and the needle missing. There is also a needle inserted into a device. No other information can be obtained from the photo. A device history record review was completed for provided material number 305197, lot 1335574. The review did not reveal any detected quality issue during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.